Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd) as the device had one year remaining. Technical services (ts) stated that device was at battery capacity depletion state. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report. This report is being submitted to correct the outcomes attrib to adv event field (b2) in section b, adverse event/product problem. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd) as the device had one year remaining. Technical services (ts) stated that device was at battery capacity depletion state. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.